Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test and displacement test. No unexpected alarms noted. However, we were unable to prime during prime test due to faulty force sensor. We were unable to perform excessive no delivery test or occlusion test due to prime anomaly. We were unable to download to carelink due to multiple alarms in history screen. The insulin pump alarmed due to corrupted history file. The device was received with corroded battery tube, cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer stated that the insulin pump was not delivering. The customer reported that they received history check failed alarm, unexpected restart alarm and external ram error alarm. The customer mentioned that they found a battery out limit alarm in the alarm history. The customer's blood glucose was 240 mg/dl at the time of incident. The customer stated that the blood glucose reached 490 mg/dl and they treated the high blood glucose with manual injection. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the bolus amount was recorded in the bolus history. The customer performed self test and the insulin pump passed. The insulin pump will be returned for analysis.